Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating noise contributed to the inappropriate shock. It was also noted the s-ICD had interrogation difficulties before it was explanted and tachy therapy had been programmed off. The s-ICD system was explanted, replaced, and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection of the header and pulse generator case noted arc marks, indicating the shock shorted to the case. This caused internal damage and ended telemetry capabilities. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pulse generator case. Therefore, the damage is deemed due to the environment outside of the device.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating noise contributed to the inappropriate shock. It was also noted the s-ICD had interrogation difficulties before it was explanted and tachy therapy had been programmed off. The s-ICD system was explanted, replaced, and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range impedance measurements of 1 ohm during an inappropriate shock delivered, possibly due to twiddler's syndrome. The qrs complexes were barely visible during the inappropriate shock. A charge time (CT) error was also noted due to long charge times. X-ray imaging was performed, and the electrode was seen coiled in the pocket. They plan to replace the s-ICD system, but currently the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.